Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Bottom right side frame broke at the weld in the back by the wheel and back cane intersection. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.